Event description:
New information notes that the reason for the revision was because the lv lead was not capturing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to ep lab for lv lead revision. Upon interrogation, variable lv threshold and no capture was observed. The lead was explanted and replaced. Patient was stable before and after procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.